Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery when filling the tubing. The customer changed the reservoir six times and treated with manual injection. The blood glucose reading was 377 mg/dl. The customer was advised to disconnect ant reconnect the tubing and reservoir and manually push the plunger and reported that insulin did not exit. The customer was advised to assemble a new infusion set with the current reservoir and insulin did not exit with the manual push. The customer was advised to try a new reservoir with the current set and saw insulin come through the tubing. The customer reported that the insulin pump alarmed with the manual prime. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.